Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced on (B)(6) 2024.